Event description:
It was reported that "the patient was implanted the (B)(4) three years ago. Four months ago the device discharged more than 20 times within 24 hours". Later it was reported that the reason for the discharges is unknown. The shocks were inappropriate. The patient was shocked nearly 20 times until doctor turned off device. The lead showed high impedance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.